Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found after use with a connecta q-syte wht. The following information was provided by the initial reporter, "used with infusion set. Customer found black fm on the luer lock part after use."

Event description:
It was reported that foreign matter was found after use with a connecta q-syte wht. The following information was provided by the initial reporter, "used with infusion set. Customer found black fm on the luer lock part after use."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8249636. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The spectral analysis shows that this material has components similar to those of tetraethyl orthosilicate; a review of all materials present at our facility was unable to identify the presence of tetraethyl orthosilicate. Unfortunately due to the fact that this material was not identified until after use, the root cause for this complaint could not be determined at the conclusion of our review.